Event description:
It was reported by service report that the brakes were not holding on the bed. The customer could not determine whether there was pt involvement or ir adverse consequences occurred.